Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2005 - pt underwent ventral hernia repair with composix kugel. On (B)(6) 2006 - pt underwent repair of recurrent ventral hernia with a non-bard mesh. The composix kugel mesh was excised. On (B)(6) 2008 - pt underwent repair of right inguinal hernia with perfix plug.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The operative dictation from the explant indicates the pt has undergone hernia repairs in the past including a primary repair in 1999 and a mesh repair in 2000. The pt was treated for a recurrence and adhesions, both of which are known adverse events listed in the IFU. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.